Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use had black foreign matter on the syringe barrel. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one photo and one sealed 5ml packaged syringe was received and confirmed to be from batch #8035619 (p/n 309646). The sample was visually evaluated. The syringe was found to have two black dots. These dots are printed image dots. The dots are part of the product design and are intended to be printed as part of the scale image. An image may have 1 dot, 2 dots or no dots. No defects were observed in the sample. DHR showed that the batch 8035619 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause not defined since defects were not confirmed in sample/photo received. No corrective actions recommended since product defect was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use had black foreign matter on the syringe barrel. There was no report of exposure, injury, or medical intervention noted.